Event description:
The customer reported via phone call that the previous sensor was giving them sensor versus blood glucose issues. The current sensor gave the customer a calibration error. The customer believes that the blood glucose reading at the time of the incident was 212 mg/dl. The customer's most recent blood glucose readings were 419 mg/dl and 509 mg/dl. The customer stated that they were sick, and nausea. The blood glucose readings were treated with the insulin pump. It was also stated that the customer had issues inserting the sensors. It was also stated that the customer received a weak signal while they were in the shower. The customer states that the weak signal occurs because they took a long shower. The customer's blood glucose current blood glucose was 541 mg/dl. Troubleshooting was not conducted. The customer was advised to turn off the sensor and turn it back on when she is stable.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used sensors found 1 of the 2 sensors failed per specifications due to low readings; the remaining sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.